Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of a saline implant".

Event description:
Healthcare professional reported saline rupture of an unknown side. Device remains implanted.